Event description:
The pt experienced increased tone. The hcp determined there was a possible problem with the pump despite a normal rotor study and no pump alarms noted in the logs. The pump was explanted and replaced. The pump delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.